Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated a lower than expected total t4 (thyroxine) results for qc and patient samples. Access total t4 reagent lot 116012 received on (B)(6) 2011 was used for this test. It is unknown if the erroneous results were reported out of the laboratory. Subsequent testing on twenty eight (28) patient samples with a reagent of the same lot but received on a different date, (B)(6) 2011, produced higher results closer to the customer's expectation for 27 patient samples. A lower result was obtained for one patient sample. It is unknown if there was any change to patient treatment in connection to this event.

Manufacturer narrative:
No specific sample information was provided. The customer calibrated with a new total t4 reagent lot, 116012. It was delivered on (B)(6) 2011. The calibrator in use was lot 119343 when the customer then noticed a qc shift low of approximately 10%. Patient results also shifted lower at this time. The customer then calibrated with the same reagent lot, from a shipment received on (B)(6) 2011, using the same calibrator. The customer repeated patients, but used reagent received on (B)(6) 2011. Qc and patient results improved slightly with this calibration, but were still lower than expected. The customer then ran patients and qc on the reagent that was received on (B)(6) 2011. This improved qc and patient results to within the customer's expected values. Service was not dispatched for this event. No definitive root cause was determined for this event.